Event description:
It was reported by the rep that the(1) 511sd was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon was experiencing a problem with the shield not locking out upon entry into the peritoneum. The rep went into the case to observe and discussed with the surgeon to make a shallow scapel incision. The surgeon performed a hasson(cut down) technique at the umbillicus. For the subxiphoid port surgeon made a skin incision. The port seemed to take excessive force and the surgeon felt the incision was too small. Surgeon made the incision longer. Surgeon then armed the trocar(red button down). The trocar entered the pt and the shield covered the blade, however, the red arming button did not pop up. The trocar was still live and armed. Perhaps not enough resistence was met to engage the blade. The case was completed with another device. There was no pt consequence.